Event description:
The physician reports that during surgery with attempted implantation of the crystalens, the capsular bag tore. The incision was enlarged, the lens was removed and a different lens model was implanted successfully in the sulcus.